Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Upon introducing the 12mm x 2.25mm ion stent delivery system in to the patient, it was noticed that stent flaring occurred. The device was successfully removed and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at the time of event:18 years or older. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluation found contrast and a blood like substance on the outer surface. The balloon was tightly folded. There were stent strut impressions on the surface of the balloon between the markerbands, which indicates the stent was appropriately positioned and secured to the balloon in manufacturing. The proximal end of the stent was 4mm proximal to the distal markerband. There were bent and flared struts throughout the stent. There was no damage to the stent delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Upon introducing the 12mm x 2.25mm ion stent delivery system in to the patient, it was noticed that stent flaring occurred. The device was successfully removed and another of the same device was used to complete the procedure. No patient complications were reported and the patient's status is fine.